Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted infusion pump. It was reported the pump gradually didn't services as they hope since 2017 and hcp turn it down very low with very little morphine at 20% at 0.124 flow rate. The patient will need a refill in (B)(6) 2020 and caller would like to know if hcp could turn off the pump. Patient services reviewed pump function and recommend caller consult with hcp ofc with questions and concerns. No symptoms were reported.